Event description:
Caller reported malfunction on pump. There was no reported impact to customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.